Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. No procedure information was provided to determine a possible root cause for this failure. At this point in time, based on the information provided and complaint history, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a hip repair that the metal hook on the end of the customer's vapr 90 degree hook electrode broke while in the patient's joint space and was not retrieved. X-rays were performed. The surgeon completed the procedure with no patient consequences. There was a delay over 30 minutes. The sales rep was not present and could not provide how long the device was utilized before the failure occurred or the settings on the generator. The customer already discarded the complaint device.